Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo left anterior descending artery that was 90% stenosed. After pre-dilatation with an nc balloon, a 2.75x18mm xience prime stent was taken to the lesion and deployed. Post dilatation was performed with an nc balloon and afterwards a distal edge dissection was noted. A 3x38mm xience prime was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.